Event description:
Pt enrolled into the trial. Ipsilateral reported. Pt recovered without sequelae. Please reference MDR 2183870-2009-00168 for the other protege rx and MDR 2183870-2009-00169 for the spiderfx used in this procedure.

Manufacturer narrative:
The difference in time frame reporting versus, the event date is due to the board review in 2009.